Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they spoke to their doctor, who advised them to call manufacturer. The patient reported that sometimes when wearing the device, sitting down feels like being shocked. This sensation occurs in all positions, including lying on their back or rolling over onto that side. The patient also noted that the sensation sometimes radiates to the front of their left thigh, and if they move so there was no pressure on the battery pack, it started again. The patient mentioned that yesterday was the first day they didn't feel extreme discomfort from the implantation, and that's when they noticed a vibration in their buttock and in their back toward the center of their spine. The agent walked the patient through communicating with the implant, and the patient was able to decrease the stimulation to a comfortable level. Patient would continue tracking symptoms and they were redirected with healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.